Event description:
It was reported that bd prn adapter/connector/defective/damaged on 2024-102, when the nurse was replacing a heparin cap for a patient and then another tube for infusion of medication, she performed a tube flushing operation and found that the heparin cap-latex stopper was bulging, and the bulging phenomenon still occurred after reopening the operation, so she gave a new heparin cap to replace the heparin cap and then completed the operation successfully without affecting the patient's condition.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. No sample returned ,no returned picture returned ; 2.review batch record information, 1) the complaint lot#3325977 was produced in the prn automatic assembly line, the production date is 2024-01, and the m860 packaging machine was packaged in 2024-01, and the batch of products totaled 439.6k; 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3.performed leakage test on the retained sample of complaint lot (put the prn of retained sample on the standard luer connector , injected the standard water pressure, observe whether the sample is normal ) , the test result is that pass ,no abnormality was observed ,see the attachment1- the test report of retained sample ,attachment2- the test video. 4.root cause analysis: due to no sample returned , cannot confirm the defect sample, the root cause cannot be confirmed; 5. The plant continue pay attention to this defect.